Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 962154, work order (B)(4), was manufactured on 23 may 2007. (B)(4) parts were manufactured per specification and all raw materials met specification. No non-conformances or deviations were identified against this lot.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address instability. Date of implantation: (B)(6) 2007, date of revision: (B)(6) 2009, (left knee). Treatment: revision of tibial insert.